Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg and inadequate stimulation was also noted. The patient underwent a replacement procedure wherein an MRI capable ipg was implanted. Linear lead was also added. The patient was doing well postoperatively. Explanted ipg will not be returned.